Event description:
The customer reported to olympus, that the evis lucera gastrointestinal videoscope, had air/water flow issues from the air/water flow system. The issue was found during preparation for use in a diagnostic procedure. Inspection and testing of the returned device found poor water removal ability, due to clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found that, due to clogging of nozzle; water removal ability does not meet the standard value. Due to wear of angle wire; bending angle in up direction does not meet the standard value. Connecting tube has discoloration, distal end has a scratch, light guide lens has discoloration, objective lens has discoloration, image guide protector has a scratch, protector of universal cord on control section side has a scratch, protector of universal cord on scope-connector side has a scratch, up/down knob has corrosion and scratch, lock engagement lever and lock engagement knob has a scratch, connecting tube has a scratch, switch box has a scratch, scope-cover has a scratch, scope-connector has a scratch, universal cord has a scratch, grip has a scratch, suction cylinder is shaved, control unit has discoloration, control unit has a scratch. Electrical-connector has discoloration; due to water leakage. Due to clogging of nozzle; water removal ability does not meet the standard value. Right/left knob has a scratch, connecting tube has a wrinkle. Foreign matter questionnaire found the following: the device was cleaned, disinfected, and sterilized the product before sent it to olympus. Unknown, what was the foreign material adhered to the endoscope. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The air/water nozzle was flushed with air and water. No abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a silicon-based material fell off and entered from the water supply connector of the scope connector, which resulted in clogging at the end of the nozzle through the water tube. Therefore, the likely cause of the reported event is due a dent of the end of the nozzle or other reasons, the foreign material could not be discharged. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.